Event description:
Pt was undergoing repair of a vsd with a patch. Catheter was inserted via jugular approach. The procedure was completed, and the pt's chest was closed. It was later reported that the patch was damaged and that the catheters may have caught on a stitch of the patch. The pt was reopened, patch was repaired, and the pt had reportedly stabilized.